Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received a 20ga insyte autoguard bc unit with no packaging material. The needle assembly was received fully retracted inside the safety barrel. Through the visual examination, a tan-colored particle was observed on the catheter tip. Microscopic evaluation of the particles revealed small red and black specks and white fibers. Further testing revealed the particle to likely be a paper product mixed with a silicone. The photographs submitted revealed similarities to that of the returned unit. The reported issue was confirmed. Although your reported issue was confirmed, we were unable to determine a root cause. The unit was received out of its original package therefore it is unknown where/how the observed foreign material was introduced to the catheter. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: white fm was on the catheter tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: white fm was on the catheter tip.